Event description:
It was reported that the customer was experiencing issues with his sensor. The customer's blood glucose was unknown. The customer stated that the insulin pump had alarmed and went into threshold suspend. The customer stated that he had low blood glucose levels and treated himself with pop tarts, juice and sometimes candy. The customer stated that there was instance where the insulin pump went into threshold suspend even though his blood glucose levels were low. Customer declined troubleshooting because he was not using a sensor at the time of the call. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.